Manufacturer narrative:
Brand name" cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the preparation of central venous catheter (cvc) insertion, the cook spectrum minocycline/rifampin impregnated five lumen central venous catheter was flushed and discolored saline/unknown sediment material was discharged from all 5 lumens, this is reported on medwatch 1820334-2018-03459. The customer opened a second device kit and the same issue occurred. A third kit was opened, tested and used successfully to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence as the device did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6: results code: appropriate term/code not available (4247) ¿ customer dissatisfaction investigation evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, as well as a visual inspection and functional test of the returned devices was conducted during the investigation. A total of eighteen unopened catheters were returned to cook for investigation, in which three days were needed to investigate all catheters. Catheter 1: the red hub inner cannula was removed, and brown discoloration was noted to coat the device. The red, blue, white, green and yellow hubs all flushed brown. With each hub flush, no excess abrm was observed and no resistance was noted. Catheter 2: the red hub inner cannula was removed, and brown discoloration was noted to coat the device. The red hub flushed brown, while the blue, white, green and yellow hubs flushed slightly brown. With each hub flush, no excess abrm was observed and no resistance was noted. Catheter 3: the red hub inner cannula was removed, and brown discoloration was noted to coat the device. The red, while the blue, white, green and yellow hubs all flushed slightly brown. With each hub flush, no excess abrm was observed and no resistance was noted. Catheter 4: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Yellow, flushed clear, white flushed clear, red flushed orange, blue flushed clear, green flushed clear. There was no resistance when flushing. Catheter 5: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Yellow flushed light orange, white flushed clear, blue flushed slight orange, red flushed orange, green flushed clear. There was no resistance when flushing. Catheter 6: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Green flushed clear, white flushed clear, blue faint yellow, yellow flushed faint yellow, red flushed orange. There was no resistance when flushing. Catheter 7: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. White flushed slight yellow. Green flushed clear, blue flushed clear, yellow flushed clear, red flushed clear. There was no resistance when flushing. Catheter 8: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Blue flushed clear, white flushed clear, yellow flushed slight yellow, red flushed clear, green flushed slight yellow. There was no resistance when flushing. Catheter 9: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Green slight yellow, blue slight yellow, white flushed clear, red clear, yellow clear. There was no resistance when flushing. Catheter 10: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. White is clear, yellow is clear, blue is clear, red is clear, green is clear. There was no resistance when flushing. Catheter 11: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Blue is clear, white is clear, red is clear, yellow, green flushed light orange. There was no resistance when flushing. Catheter 12: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Green slight yellow, yellow slight yellow, white is clear, red is clear, blue is clear. There was no resistance when flushing. Catheter 13: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Yellow is clear, blue is clear, red is clear, green is slight yellow, white slight orange. There was no resistance when flushing. Catheter 14: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. White is clear, red slight orange, yellow slight orange, blue slight yellow, green is slight yellow. There was no resistance when flushing. Catheter 15: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Red is clear, blue slight orange, white slight orange, yellow is clear, green slight orange. There was no resistance when flushing. Catheter 16: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Red is clear, blue slight orange, white slight orange, green is orange, yellow slight orange. Catheter 17: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Yellow is clear, green is clear, red is clear, blue is slight yellow, white is clear. There was no resistance when flushing. Catheter 18: no damage was noted to the catheter. There was no excessive abrm coating at the endhole of the catheter or around the sideports. However, upon removal the stylet was dyed orange. Yellow slight yellow, green clear, blue is clear, white is clear, red is clear. There was no resistance when flushing. The complaint is confirmed based on the functional testing of the rest of the returned unused, unopened devices. However, rather than brown liquid exiting the catheters, it was noted to be orange or yellow. Only one, catheter 10, flushed clear in all five lumens. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no nonconformances for lot 8907143. For complete catheter lot one ic8710983, two nonconformances were revealed, in which both were determined to be unrelated to this event. Complete catheter lot two ic8756773 revealed one nonconformance that was also found to be unrelated to this incident. It should be noted that there were no other complaints reported for lot 8907143. It was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested catheter maintenance "...the antimicrobial agents minocycline and rifampin contain yell/orange pigments. Some coloration of the cook spectrum catheters is normal." Instructions for use "... Prepare the catheter for insertion by flushing each of the lumens..." Based on the information provided, examination of the returned products and the results of our investigation, a definitive root cause could not be established. Most likely the devices were flushing out excess abrm coating. The instructions of use state that, ¿some coloration of the cook spectrum catheters is normal.¿ per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.